Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine implant procedure, the left ventricular (lv) lead was unable to be implanted. A different lead was used to finish the procedure and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Insertion test was performed, and the result indicated that the lead was able to be inserted and removed through the catheter. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event the lead being unable to be implanted was not confirmed.